Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the y site leaked when the nurse discharge the air.

Event description:
It was reported that the y site leaked when the nurse discharge the air.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the hub is confirmed. One 20 ga x 0.75 in safestep infusion set was returned for investigation. Evidence of use was observed on the sample. The safety mechanism was activated prior to return. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion. The distal clamp was engaged and the sample was then pressurized. Beads of water were observed to form at the blue hub at the 'y' site. Since beads of water were observed to form at the blue hub, the complaint is confirmed. No continuous leaks were observed in any part of the infusion set. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿